Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. The pump was tested with a test keypad and no frozen display noted. Also received with a cracked case at the display window corner. Unable to verify failed battery test alarm due to button error and no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.